Manufacturer narrative:
Evaluation summary: the product sample or additional supporting materials from the account was not available for this incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. There were no assembly or component issues identified. Without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open subtotal radial gastrectomy procedure, the black pusher thumb piece was triggered but only five staples was fired from proximal extreme to the distal end. A new reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open subtotal radial gastrectomy procedure, the device did not fire. It was noted that the black pusher thumb piece was triggered and only five staples were fired from proximal extreme at the distal end. A new reload was used to complete the case. There was no patient injury.